Manufacturer narrative:
Updated device and patient codes.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, once again for this customer both pe inlays (­­0° and 15°) of group d could be fixed into implanted shell size 50. The application was done professionally with closure of the screw in the metal back, cleaning of the metal back and exposure of all soft tissues. In addition, the shell has to be solved after several attempts to fix the inlay, so that a further reaming of the bone was required to anchor another press fit-shell size 52. Due to the previous incidents, the screw plug was omitted when repeatedly inserting the 52 cup shell and the inlay could be fixed immediately. It is expressly pointed out that the screw plug was correctly lowered; there is no application error. Due to this incident, the surgery time was extended by 45 minutes; in addition, the customer still wanted to consider switching to depuy pinnacle shell.